Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 3 other dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. However one possible root cause could be excessive sideward pressure applied to the two year old device while drilling into hard bone. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff procedure the tip at the distal end of the customer's gryphon drill bit snapped off while drilling in the patient. The sales rep stated that it was a clean break and the surgeon was able to remove the broken piece with no issues. He confirmed that there was no debris left in the patient. The surgeon was able to complete the procedure with the device due to he had drilled far enough to insert the anchor before the drill bit snapped. The sales rep stated that there were no patient consequences or delays in the case. The sales rep reported that the device was discarded.